Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection verified the power extension cable was frayed and wires were exposed. The backplate of the device was removed and a standard power supply was connected to the unit. The unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. There was no evidence, or any indications of exposed wires located on the handheld that would result in sparking. The handheld touchscreen was fully functional and respond on command.

Event description:
It was reported that sparking was observed from exposed wires on the handheld cable. The patient reported there were exposed wires on the power extension cable as well. The patient electronics device was replaced and there were no adverse consequences reported.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.